Event description:
The account alleged the bed has no functions but the air system is working ok and the bed is showing a service code 90-117. The account replaced the power control module but the issue remained.

Manufacturer narrative:
The technician found the night lamp shorted. The technician replaced the night lamp to repair the bed.